Event description:
It was reported that there was a shocking or jolting sensation following a fall. The patient had a ball fall in 2014 and reinjured her back and neck. Since that incident she started experiencing shocking. While the patient was in a hospital in (B)(6) 2014 for a separate medical issue that was not related to the stimulator according to her medical provider, they decided to let the implantable neurostimulator (ins) fully deplete. A manufacturing representative (rep) went to check the device on (B)(6) 2015 because the patient wanted to have the device adjusted, but the patient did not mention any falls, shocking or jolting. However, the battery was in a regular discharge, not overdischarge. They discussed how to charge the device. The patient said she would do that after she left the hospital but she also let it fully deplete a few days later and she still experienced shocking initially. The healthcare provider (hcp) decided to leave the ins off for a couple months. They met reps at the hcp office in (B)(6) 2015 and they reset and reprogrammed her device and everything seemed fine. The patient contacted the rep a few days ago to meet her at her next appointment at the hcp office. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012-, product type: lead. (B)(4).